Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing due to noise. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
New information notes that the atrial lead was reprogrammed successfully. The patient was stable following changes.